Manufacturer narrative:
Pump received with blank display due to missing battery spring, corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, broken battery tube threads, cracked case from display window corner, cracked case and cracked case from reservoir tube window corners. Unable to perform displacement test due to missing spring. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.